Manufacturer narrative:
Corrected data: upon further review it was determined that section h4 device manufacture date in the initial MDR reported, the incorrect date was inadvertently provided. The correct date is 08/09/1999. Therefore, this supplemental report is being submitted to provide the correct data. Additional information: product evaluation was performed for this incident. No malfunction was determined, the device did not function as intended but only required minor adjustments or calibrations. User settings required calibration. Our field service engineer aligned amplifiers. Assessments of manufacturing, service, design, and usage were completed, and the system is performing to specification after the amplifiers were aligned. Reviews of labeling and risk management files were conducted, and no new issues/risks were identified. Johnson & johnson surgical vision will continue to monitor these types of complaints. The reported issue is an anticipated/expected event for the system and does not represent a new risk. Based on the last annual risk management review and ongoing post-market surveillance activities, the probability of occurrence for the reported event remains within the rates established in the product risk management files. A product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section e1 telephone number, (B)(6). Section h3: our field service engineer (fse) was onsite for a system evaluation. Flap thickness confirmed to be within specifications. Flap quality repair complete. Preventive maintenance complete. No other issue or complaint observations have been made. System conforms to all j&j specifications. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
Customer reported significant vertical gas breakthrough with 105m flap, described as single large area during second half of flap, no suction loss, and surgery was aborted. Delay in procedure was 1 week. Photorefractive keratitis (prk) performed on (B)(6). Patient was not prescribed medication (outside of standard of care). Best corrected visual acuity (bscva) pre-operative: 20/20. Best corrected visual acuity (bscva) post-operative: only had post one day 1 visit after prk, so too early.